Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and mrr 30043 was found on p/n e2077, lot 4272741 for scratches on supplier parts. The parts were checked 100% for scratches and eleven parts were returned to the supplier for scrap. This nonconformance for scratches on the component is not relevant to the complaint condition. The investigation is ongoing.

Event description:
During surgery for a proximal femur implant with a proximal femur plate on (B)(6) 2012, the tip of the cannulated screw driver broke off as they were tightening one of the screws. There were seven screws inserted with the same screw driver without an issue. However, when the surgeon went back to tighten the screws, the screw driver broke while tightening the third screw. The part was retrieved and no issues with the patient were reported. The surgeon did not continue tightening the remaining four screws as he felt that they were tight enough based on the third screw causing the breakage.